Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Evaluation: the device has been returned and evaluated by product analysis on 0 6-jul-2018 with the following findings: review of the black box data revealed records of unexplained power on reset. The battery compartment was confirmed to be cracked and moisture corrosion inside the battery compartment as per the initial complaint. The returned battery cap had stripped threads and was not able to maintain electrical connection when placed on the pump. The alleged power complaint was duplicated with the damaged cap on the pump. A test battery cap was able to fit properly to the pump and maintain electrical connection for testing. With the test cap in place, the pump was exercised for 24 hours without any interruption in power. Leak testing confirmed moisture ingress into the battery compartment at the site of the damage. There was no moisture found in any other area of the pump.